Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to a partial migration of the active electrode out of cochlea. The active electrode was re-inserted with one channel remaining extra-cochlear. Further one channel was deactivated due to hi status caused by undetermined reasons. The device remains implanted and in use. This is a final report.

Event description:
Imaging shows three or almost four contacts outside the cochlea. Reportedly, the electrode array was reinserted with some difficulty. Channel 12 remained outside the cochlea. Channel 5 was in high impedance. Both channels are disabled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Imaging shows three or almost four contacts outside the cochlea. Reinsertion surgery is scheduled.